Event description:
It was reported that the procedure was to treat a lesion located in the narrow, heavily calcified, proximal circumflex. Predilatation was performed prior to the attempt to stent. The 2.25x28 mm xience prime stent delivery system proximal shaft separated during use. A new 2.25x28 mm xience prime was used successfully for the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.